Manufacturer narrative:
Manufacture date correction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported the imaging system was working normally. Representative reported that upon checking the logs, the system was cycling between 2d and standalone mode which did not allow any spins. Representative replaced a umbilical cable, reloaded firmware to system board and took multiple spins with no issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect umbilical cable has been received by manufacturer for evaluation but the results are not yet available.

Event description:
A medtronic representative reported that during a procedure the site was unable to perform an imaging spin. Representative reported that mobile view station (mvs) of the imaging system booted up normally but the boot-up checkpoint on the pendant failed. Rebooting the system multiple times did not resolve the issue. The procedure was completed with the use of imaging. No information was provided on delay to procedure and patient outcome.

Manufacturer narrative:
The analysis on the interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.